Event description:
A customer reported to baxter corporate product surveillance a 0.22 micron extension set in which the filter chamber was emptying and bolusing into the patient. The extension set was in use with an unknown alaris primary set and a carefusion pump. The facility clarified that they do not believe that the there was a specific problem with the baxter set or the alaris set. The facility believes that it was an incompatibility between the two sets. This occured with a carefusion (alaris) pump. The facility clarified that they strongly believe this is a compatability issue. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.